Event description:
(B)(4). In the past year, my hair started falling out in massive amounts. It has gotten so bad that I only wash my hair once a week now, and I style it to avoid brushing in hopes that I retain more hair. I saw my hairstylist last week and she said, what is going on? I have never seen your scalp through your hair before. (She has been caring for my hair for 13 years). In (B)(6) I got a rash that was progressively spreading across my body and ended up in urgent care and put on prednisone. It has happened 5 times since and the allergist said I need to see dermatology to get tested to determine the cause. As you know, waiting to get in to dermatology is no quick feat. My right sided pelvic and hip pain has gotten worse recently and despite being very active, a trip to the gym always leaves me in pain afterwards. In the past 5 weeks I stopped going because I just feel like crap. Very irritable (that is putting it mildly), my energy levels are low. I am depressed and just want to stay in bed and sleep. It is the only time I am not in pain or feel crabby or sad. Obviously my libido is affected when I am crampy and crabby all the time and all of these issues are taking a negative toll on my relationship. I recently brought the handful of hair into my primary care provider and finally someone listened to me and stopped telling me that my issues are "normal" she did a thyroid test which came back normal and I asked to be referred to a gyn specialist. Yesterday I had transvaginal ultrasound and come to find out the 3cm of my rt essure device is actually inside my uterus. My uterus is enlarged, presumably due to inflammation of the foreign object inside of it. Finally! Someone listened to me and there is a cause for my pain. I am hopeful that this addresses the other issues I have been experiencing as well. I am scheduled for a laparascopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016. Kind of drastic method for a permanent sterilization that has little side effects, in my opinion.

Event description:
First symptoms showed up very shortly after implantation: hair loss by the handfuls, bloatedness, weight gain that will not go away, itchy skin, tattoos get raised and itchy, used to have no bleeding (just spotting) with periods due to a previous ablation, now I bleed for 2-3 days, horrible cramping with periods, my period used to be predictably every 28 days now it is anywhere from 21-24 days apart and the pms is very intense, right sided pelvic pain right hip pain, sometimes I get random hives and rashes after eating or drinking even when it is something I regularly consume. I have deep acne that is painful and doesn't come to a head on my face, neck, and buttocks that take weeks to go away, I have hair growing in new and odd places and laser hair removal isn't removing hair even after 20 treatments! I have gained over 40 pounds all in my belly which is not normally how I gain that I can not loose despite working out 6 days a week and watching what I eat. My ankles and feet swell up and never had before this. I had lasik a few months after my essure and now I am getting times when my vision blurry like my eyes are greasy and it comes and goes. Lots of floaters and a recent increase in the number of migraines I am getting. Some paps show ascus and some are normal but my last exam showed an abnormal growth and she recommended a colposcopy because he had never seen anything like it (that pap came back normal after the on 6 months before came back ascus). My breast get so tender I have to sleep with a bra on and they hurt to the point of tears when I take it off to shower (this lasts for about a week right around period time although they are tender all of the time just not to this extent). I get general body aches, mild nausea, dizziness for no reason, and fatigue fairly frequently with mood swings and depression. My right ear has been ringing low grade since after I had the essure put in and occasionally I get tingling spots on the bottom of my feet. I have never had high blood pressure before but for the last three years it has been higher than normal. In the last few months, my finger joints have started swelling and aching painful. Especially the ring and thumb fingers of my right hand. I am only (B)(6) and have had this since early 2010. I regret my decision to have this done. Recently I heard the doctor was supposed to do a nickel test prior to implant. That never happened and I can't wear nickel jewelry. (B)(4).